Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver broke while inserting a screw into hard pedicle bone. The tip was retrieved and an alternate device was used to complete the case. There was no reported patient harm.

Event description:
It was reported that during the procedure the tip of the driver broke while inserting a screw into hard pedicle bone. The tip was retrieved and an alternate device was used to complete the case. There was no reported patient harm.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The part and lot information on the returned device matched the information in the complaint file. Visual inspection found that the tip of the device is fractured. The complaint is confirmed. Device history record (DHR) review identified one non conformance but the parts were returned to the vendor and the returned/reworked instruments from the vendor were later accepted. Device history record (DHR) review showed that there are no other nonconformance or deviations linked with this lot that could have contributed to the event. The part was likely conforming when it left zimmer biomet's control. The complainant reported that during the case, the inserter tip broke off due to hard pedicle. The complaint was confirmed following evaluation of the returned device. The likely cause for fractured tip could likely be due to the hard pedicle.